Event description:
Customer stated that pump was inducing a constant drip that was substantially higher than the prescribed flow rate, even when discontinued therapy and subsequently shut the pump off, it kept dripping at a high rate.

Manufacturer narrative:
Visual inspection of the platen door shows no physical damage or defect. It opens and closes as specified. Administration set was inserted, platen door was closed, and no free flow was observed. Performed 40 psi test and the pump passed the test with no errors or alarms. Volumetric accuracy tests were performed, pump infused within +/-5% specifications. Complaint could not be confirmed.